Manufacturer narrative:
D4 UDI: (B)(4). The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use, device discarded.

Event description:
The customer reported ten (10) false positive results with the binax now covid-19 ag card for multiple patients and staff members performed from (B)(6) 2024 to (B)(6) 2024. This MFR. Report addresses staff member and is test six (6) of ten (10). Confirmation pcr testing (hologic panther) was performed on the same day which generated a negative result. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported ten (10) false positive results with the binax now covid-19 ag card for multiple patients and staff members performed from (B)(6) 2024 to (B)(6) 2024. This MFR. Report addresses staff member and is test six (6) of ten (10). Confirmation pcr testing (hologic panther) was performed on the same day which generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
D4 UDI: (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 227687y with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000/ lot 227687y, test base part number 195-430h/ lot 223637. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 227687y showed that the complaint rate is (B)(4)% . Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.